Manufacturer narrative:
H2) additional information was provided in section a 2-4,b5, and section e medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided that there was a 10 minute delay in procedure.

Manufacturer narrative:
H3, h6: the starter upgrade kit was returned for product analysis. The starter was installed into test system c1396. The system readied and booted. Several 2d and 3d images were performed and were successful. No errors were observed while testing. No problem found. Fdm10, fdr213, fdc67 are applicable to the product analysis. Fdm10, fdr114, fdc4307 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000576, serial/lot #: (B)(4); product ID: bi71000450, serial/lot #: none; product ID: bi71000194, serial/lot #: none. Initial reporter not available at the time of reporting. The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed and the system had multiple generator errors (40 and 139). The rep reviewed the generator error log and both of these issues had occurred on two other instances. They troubleshot and none of the issues/error were reproducible. They verified voltages and functionality but everything was fully functional. Also, there were multiple "unexpected expose enable" error messages. They removed the hand control and the errors stopped. They replaced the starter board and hand control. The ps1 was not delivered but all voltages were within tolerance. They turned the system on and performed an extensive checkout. They completed 10 3d scans and 23 2d exposures without issue. The error logs were reviewed after and none of the original errors were reproduced. The system is fully functional. The starter upgrade kit was returned to the manufacture for evaluation and is under analysis at this time. The handswtich was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The hand switch passed visual inspection. Install handswitch into a known functional system. The system booted and readied, multiple 2d and 3d images were acquired without issue. No fault found while under test. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that when taking a spin with the imaging system they heard a pop and the system had stopped spinning. The site had tried again to take another spin and were unsuccessful. Both navigation and imaging were aborted. There was no impact on patient outcome.